Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient returned for a routine follow up. The CT revealed that the aneurx bifurcated stent graft migrated distally 7 cm into the aneurysm sac and that there was a proximal type I endoleak. The physician attempted to convert to an aui with an endurant 36x14x102 aui stent graft, however due to the patient¿s tortuous anatomy the endurant aui could not be advanced to the intended landing zone. It was reported that the physician decided to remove the endurant stent graft system from the patient and conclude the procedure with no further treatment. It was reported that per the physician, the cause of the proximal type I endoleak and stent graft migration was most likely due to disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient will continue to be monitored.